Manufacturer narrative:
This follow-up report is being submitted to relay additional information. One arcos 3.5mm hex drive item# 31-301852 lot# zb120501 was returned and evaluated. Upon visual inspection there is scuffing near the hex feature of the junction location. There is also wear lines along the shaft near the fracture site. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Manufacturer narrative:
(B)(4). Report source: foreign: canada. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an instrument broke however no piece fell into the patient. There was no consequences or impact to the patient. Attempts have been made and no further information has been provided.